Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Date of event is unknown. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Indications: the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). In this case, the cause of the av block post valve implant cannot be confirmed. However, there is no allegation or indication a device malfunction contributed to the adverse event.  Per the author, it is more likely the patient¿s comorbidities (tetralogy of fallot, infra-hisian disease, bifasciular disease) could have contributed to the conduction defect.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.   Bibliography: mcgill, mark, et al. "Leadless pacemaker placement in a pediatric tetralogy of fallot patient with previous transcatheter valve replacement." Journal of electrocardiology (2019).

Event description:
As reported through a journal article titled, "leadless pacemaker placement in a pediatric tetralogy of fallot patient with previous transcatheter valve replacement", post deployment of a 29mm sapien 3 valve via transfemoral approach and in the pulmonary position, the patient was found to have moderate tricuspid regurgitation. He presented with a one-minute episode of sudden-onset of lightheaded and dizzy sensation while walking. A holter monitor demonstrated intermittent symptomatic av block. A leadless pacemaker was implanted.